Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 457 mg/dl and treated with bolus wizard. Customer states there was blood at the site. Customer decline to troubleshoot for high blood glucose. The insulin pump , reservoir and infusion set will not be returned for analysis.